Event description:
Nurse noted alarms for high transmembrane pressure (tmp) about 20 minutes into the process. This nurse also noted what looked like effluent backing up in filter with air bubbles running through effluent drain line. This nurse immediately stopped the continuous renal replacement therapy (crrt) machine, notified extracorporeal membrane oxygenator (ECMO) for need to disconnect from their machine and that blood would not be returned and new filter would need to be set up. Manufacturer response for crrt filter hf1400, (brand not provided) (per site reporter). Baxter closed out the investigation filed due to them not wanting to accept their product back because sample was contaminated.